Event description:
It was reported that the wheels were damaged. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Investigation is ongoing, a follow-up report will be submitted with results.